Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt was receiving excessive gong alarms and service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problems (check belt message and code 204) have been confirmed. Upon eval, the trunk cable connector was cracked and the yellow ground wire was broken. The cause of the service code 204 and the check belt messages was the damaged ground wire. The cause of the damage ground wire is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified, but is likely a result of excessive force. No adverse event resulted from the damage ground wire. The pt received a replacement electrode belt.